Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and was unable to duplicate the error. Fse verified that all tip clamps, plunger clamp holding forces, alignments and tip pick up and eject were within specification. The instrument was tested without further problem. Instrument is operating as expected and no repairs were necessary.

Event description:
The ortho summit sample handling system instrument did not pipette sample and did not generate an error message. No death or serious injury was associated with this incident. This report corresponds to ortho clinical diagnostics inc.